Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and indicated calcium sample reference deviation values and na quality control were high. The fse replaced calcium tip and the syringe assembly to resolve the issue. The fse performed system cleaning and quality control, which all passed. Analyzer resumed normal operation. Pt information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low anion gaps and questioned low sodium patient results on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.